Event description:
It was reported that failure to capture/retrieve proximal filter occurred. A sentinel cerebral embolic protection (cps) device was utilized for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. At the closure of the tavr procedure, while the sentinel cps was being retrieved, the proximal filter became difficult to retract resulting in only a partial recapture (about halfway). The physician commented that the handle "2" became inoperable, preventing the sentinel cps from advancing. The sentinel cps was removed from the patient anatomy with the partially recaptured proximal filter without issue. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the sentinel cps was returned for analysis with the proximal filter unsheathed, the articulating distal sheath partially deflected, and the distal filter sheathed. Functional testing was performed and flushing was successfully performed through the front handle, rear handle, and distal filter slider #3 flush ports without issue. The proximal filter could be fully recaptured using the proximal filter slider #1 without issue. The articulating distal sheath could be relaxed and fully deflected using knob #2 without issue. Device analysis was unable to confirm the reported knob failure to rotate, proximal filter failure to capture/retrieve and device failure to advance.

Event description:
It was reported that failure to capture/retrieve proximal filter occurred. A sentinel cerebral embolic protection (cps) device was utilized for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. At the closure of the tavr procedure, while the sentinel cps was being retrieved, the proximal filter became difficult to retract resulting in only a partial recapture (about halfway). The physician commented that the handle "2" became inoperable, preventing the sentinel cps from advancing. The sentinel cps was removed from the patient anatomy with the partially recaptured proximal filter without issue. No patient complications were reported.